Event description:
Noise on rv lead. Patient to be brought in and lead evaluated further. The lead remains actively implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.